Manufacturer narrative:
Examination of the returned devices confirms the material fracture and evidence of disassociation as reported. It is believed the liner fractured and then subsequently disassociated from the cup. There is evidence of edge loading having placed extra pressures on the cup/liner construct. Through impact, the patient fall may have also caused unexpected pressure on the material and construct. A complaint database search finds no other reports against the known product/lot combinations. Product/lot information was not provided for the acetabular cup. Device examination did not identify or verify product error with regard to the reported event. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. D. No additional information was obtained. Based on the investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
:If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address dislocation. It was reported that the patient fell. Intra-operatively, it was found that the liner was disassociated from the cup and that the liner had fractured. Doi (B)(6) 2011 - dor (B)(6) 2013 (right hip) update received (B)(4) 2013- product was received with part/lot information.ht hip) examination of the returned devices confirms the material fracture and evidence of disassociation as reported. It is believed the liner fractured and then subsequently disassociated from the cup. There is evidence of edge loading having placed extra pressures on the cup/liner construct. Through impact, the patient fall may have also caused unexpected pressure on the material and construct. A complaint database search finds no other reports against the provided product and lot combinations. Device examination did not identify or verify product error with regard to the reported event. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. D. No additional information was obtained. Based on the investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address dislocation. It was reported that the patient fell. Intraoperatively, it was found that the liner was disassociated from the cup and that the liner had fractured.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.